Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that upon sensor pod removal, on (B)(6) 2014, patient was unable to locate sensor wire. Patient relayed at the time of the incident patient was rushing and could not remember exactly what happened. Patient stated feeling no discomfort. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).